Event description:
Same case as MFR#: 2134265-2009-06210, 2134265-2009-06231, 2134265-2009-06232, 2134265-2009-06233. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel perforation occurred. The 60% in-stent re-stenosed lesion being treated was located in the distal right coronary artery (rca). The physician inserted a choice pt guide wire and dilated the vessel using a 3.0x30mm apex balloon and a 2.5x30mm apex balloon, inflating to 4-6 atms for 26-42 seconds. Ivus was performed. A 3.00x32mm taxus liberte stent was implanted in the distal rca, inflated to 12 atms for 33 seconds. Then a second 3.00x32mm taxus liberte stent was implanted, overlapping the first, inflated to 12 atms for 35 seconds. The physician noticed a perforation distal to the first stent. The physician reinserted the taxus liberte balloon and inflated to 2 atms for 13 seconds at the perforation, inserted a non-bsc guidewire, and attempted to place a non-bsc stent, which then dislodged in the proximal rca during removal. Three inflations were made with a 2.0x30mm apex balloon to 2 atms for 8-480 seconds. Ivus was performed. Additional balloon inflations were made with a 3.0x30mm non-bsc balloon, to 8 atms for 45 seconds. The patient was taken to surgery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.